Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user was unable to fill multiple cartridges. Reportedly, the user had been attempting to insert the needle into the clear plastic area on the outside edge of the cartridge (slightly below and facing perpendicular to the actual cartridge fill port). The user successfully filled a cartridge using the septum and resumed insulin delivery. The user's blood glucose (bg) level was 350 mg/dl. The bg level was addressed with a bolus via the pump.